Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information determined that the patient was having a lot of trouble with urinating in bed. The patient doesn't wake up and the bed is wet according to the caller, however the caller also noted that daytime is not bad. This was reported to have been an ongoing issue and the patient is getting "fed up" with it. The caller then indicated that the patient had a fall and went to the hospital, but the patient confirmed that the fall was unrelated to the implant and there was no allegation that the fall affected the implant. Additionally, the patient was reported to have developed a urinary infection and was placed on antibiotics. The caller was assisted with increasing stimulation to 3.7 and then to 5.4 and confirmed feeling stimulation in the correct area. The patient was advised on therapy expectations and was advised to follow-up with their healthcare provider (hcp) if their symptoms did not improve. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported a return of symptoms and stimulation was not helping with symptoms at night. The patient reported that this was occurring every day. The patient was able to use the programmer and verified that stimulation was currently off on the left side. The patient was able to turn stimulation on by noting the lightning bolt in the upper left hand corner. The patient reported that she was currently set on program 2 at 3.8v. The patient reported that she wanted to increase stimulation to 3.9 which was a comfortable sitting, standing and walking. The patient reported that she would leave on the current setting to see if it helped in controlling her symptoms. The patient reported that she was using the middle button on the left-hand side to turn off the programmer. The patient reported that she understood the top and middle button on the left-hand side are to turn on/off the implant in her body. The patient reported that she wasn't able to feel stimulation on the left side. The patient reported that she tried to increase stimulation and it wouldn't let her. The patient reported that every once in a while, she had a dry night but most nights her diaper was wet and sometimes she wet the whole bed. No further complications anticipated. Information was previously reported about this event and sent under MFR#3004209178-2017-00415.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.